Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when a dilator from current inventory was inserted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation ablation procedure, an air leak was noted. Additionally, resistance was noted when attempting to insert the advisor hd grid catheter into the sheath. Attempts to reinsert the catheter and aspirate air were made several times, with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.